Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down and the displays are black but the alarm indicator is still active. No patient harm was reported. Nihon kohden's technician had the customer reboot the cns and it booted up and powered on but the displays did not.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down and the displays are black but the alarm indicator is still active. No patient harm was reported.